Event description:
Follow up information received from the manufacturer's representative reported that the patient had met with their physician on (B)(6) 2015 but it was unknown if there was a plan of action yet. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 1999, product type: lead; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
Additional information received from the patient reported that their pain was so bad they were bed ridden and taking oxycodone. It was noted that the wires in the patient's thigh were broken. No one was willing to take an x-ray of their thigh to see if the wires were wrapped around the muscle and if this was the reason for the thigh pain. The thigh pain was noted to be a different kind of pain from the patient's nerve pain. It was noted that the patient would wear leg braces but they couldn't wear the brace on their leg with the implant because the pressure caused pain. The patient's laptop battery would interact with their thigh implant and cause pain. The patient first noticed the laptop interference in 2015. The patient had a doctor's appointment scheduled for (B)(6) 2016. They wanted the whole system in their thigh removed but they were told the leads could not be removed. The patient still wanted the implantable neurostimulator (ins) removed. The patient was implanted for other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient clarified that "they only took out the battery and not the leads." No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
The event date is approximate. The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 1999, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 1999, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer. The patient stated the previous spinal cord stimulation (scs) system was surgically removed and replaced after one of the wires was found to be "bad." The patient indicated that the system was interrogated to determine this, and the healthcare professional (hcp) moved the ins to their back at that time as well. Both the ins and leads were removed and replaced on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative (rep) reported on (B)(6) 2015 on behalf of a patient who had an implantable neurostimulator (ins) for other chronic/intractable pain that they were experiencing stimulation cutting in and out. They noted having pain behind their knee and in their thigh. The system was for the patient's peripheral nerve stimulation. When they felt the stimulation turn off, they would check the patient programmer and then turn it back on with the programmer. The patient attempted to interrogate the device with the stimulation on, but it was uncomfortable for them so they interrogated with stimulation off. This revealed that the battery life was "ok", but they attempted to run impedances at 1.5v and 1.0v, but they had to stop because it was uncomfortable for the patient. There were no falls or trauma related to the issue, but it was related to positional movement. The intermittent stimulation issue was experienced when the patient was walking. No recent medical tests or electromagnetic interference (emi) exposure were reported. The ins reed switch had been enabled, but the patient denied any correlation between the stimulation issue with magnet/emi occurrences. The reed switch was then disabled while on the call. Impedances were run at 0.5v with 360 pulse width, and all contacts were >4000 ohms except for c-2, c-3, and 2-3, which were all 849 ohms. The patient use section from the physician programmer indicated a percent used = ???, last reset = (B)(6) 2014, battery = ok, hours used = >8738 hours. The ins serial number did not come up upon interrogation. The issues were noted to have occurred since (B)(6) 2015. Follow up was initiated to obtain the x-ray results, mitigation effort details, and the cause of the stimulation and pain issues. A supplemental report will be submitted if additional information is received.